Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The rt100 adult dual-heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation

Event description:
A distributor reported that during their inward goods inspection, they found one elbow connector and four clips missing from five rt100 adult breathing circuits. No pt consequence was reported.